Event description:
It was reported that a patient underwent an unknown ophthalmology procedure on (B)(6) 2024 and suture was used. During the procedure, when opened the package, it was confirmed that foreign matter adhered to the tip of the needle. It was not a control release needle. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). H6 component code: g07002, device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide lot number: unk. Please describe the type of foreign matter that was observed. Unk. Are there any photos of the foreign matter available? No. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections? We regularly contact with sale rep about the device returning. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) hiromi tokuyama. Procedure date: unk, 2024/08/05. Event date: unk, 2024/08/05. Qty to be returned of ip-02133132: 1, 0. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.